Event description:
"While turning a flap, the drill came apart. All midas rex equipment had been pulled from the hospital." Voluntary medwatch report rec'd from medical facility indicated pt was undergoing a left anterior temporal lobectomy due to intractable seizures (epilepsy) when the midas drill bit advanced past the drill guide. This caused the drill bit to cut into the dura membrane that might cause swelling and affect the pt's functions. "The equipment involved was forwarded by the medical facility to an independent lab for evaluation. Results of this analysis were not available. No details regarding equipment identification number could be obtained. Although it was reported the event would increase the length of the hospital stay, and may require rehab, no specific pt impact info could be obtained.